Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-01318. It was reported that patient experienced ineffective therapy after multiple falls. System diagnostics recorded high impedances on one lead. X-rays showed that one lead had migrated. Surgical intervention may take place to address the issue. It¿s unknown which lead migrated, and both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.